Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
The surgeon reported via the sales rep that the (B)(6) female pt had a left primary knee procedure in 2008. The surgeon reported that the pt fell and ruptured her mcl and was revised to an mrh in (B)(6) 2010. The surgeon reported that the pt's patella had been going into subluxation since and in 2011, she had a patella tendon transplant, which had not worked. The surgeon reported that he is going to revise the femoral component to a long stem and change the orientation.